Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the wake button was not working. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.